Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan alleging that the ac adaptor/usb cable was missing from their onetouch verioiq meter. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began in (B)(6) 2015. The patient stated that they were not able to use the meter because of the alleged product issue. The patient reported developing symptoms of light head/dizziness on the morning of (B)(6), the patient stated that they developed these symptoms every now and then since (B)(6). The patient stated that they were treated by their hcp with metformin in (B)(6) when the alleged issue first began. Replacement products were sent to the patient. This complaint is being reported because the patient required treatment from an hcp after the alleged issue began. The patient stated that they did not have a working meter between (B)(6) 2015.

Manufacturer narrative:
Follow-up # 1. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.